Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - palpitations.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. Of note, the patient was using a tandem t:slim x2 pump at the time of the event. At approximately 4:00 pm, the patient noted that the cgm displayed a glucose value of 104 mg/dl. At that time, the patient reported feeling unwell and presented to the emergency department (ed) for evaluation. Upon arrival, healthcare personnel obtained a blood glucose measurement that registered as ¿high,¿ with an approximate value of 1300 mg/dl. The patient was experiencing vomiting, weakness, palpitations, and fatigue. Due to the severity of her condition, the patient was unable to recall any additional cgm readings during this period. The patient received intravenous (IV) insulin therapy consisting of 10-unit doses administered three times. Approximately 30 minutes later, a repeat blood glucose measurement was 600 mg/dl. There was no documentation of confirmed test results from the hospital indicating that the patient was diagnosed with dka. The patient remained hospitalized for continued monitoring and treatment and was discharged on (B)(6) 2026 at approximately 11:00 am. At the time of discharge, the patient reported feeling better. The sensor was removed due to concerns regarding accuracy. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. After receiving intravenous (IV) insulin therapy, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.